Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient a missing sensor wire on (B)(6) 2014. Patient's mother claimed that after experiencing a sensor failure error, she removed the sensor pod and the sensor wire was not present nor was it protruding from the patient's skin. Patient's mother stated she also inspected the applicator and did not see the sensor wire. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).